Event description:
It was reported by the patient that the carelink monitor does not initiate a transmission when the start button is pressed. No indicator lights begin to flash. Attempts to reset the monitor were not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.